Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having terrible accidents again, starting about five months prior to the report. It was found that the therapy was not on, so they turned the therapy on and decreased the stimulation to a comfortable level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they started having a return of symptoms 3 months prior to report. The patient noted that they had used their patient programmer (pp) to change settings but that had not helped. It was indicated that there were no reported falls and the patient was advised to follow up with their hcp. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient reported that they had the same loss of therapeutic effect and lack of urinary symptom control (as previously reported. The patient was still wearing ¿night pads¿. The patient was not happy with the lack of care from their healthcare professional (hcp) in their town and noted there was no one to help them there who could help them with the implantable neurostimulator (ins) device (patient wants to move back to (B)(6)). When the patient synchronized to the ins, it was reported the stimulation was on. The patient only had one active program available. The patient was assisted with increasing the stimulation from 4.7 volts to 4.9 volts and felt it in the target area. The patient was going to call their doctor if this did not resolve the issue. The patient was also sent physician listings. There were no further complications reported or anticipated.